Manufacturer narrative:
No test methods have been performed (method 3323) as the product performed in accordance to specifications (conclusion 71) and the device was used in accordance with labeled indications (results 213). No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the patient reported the symptom of chest pain and the invisalign system aligners were being used at that time. Not retuned to manufacturer.

Event description:
The patient reported symptoms of chest pain and tachycardia. The patient did not report requiring any medical intervention to alleviate the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2015 and the patient is currently fine. The treating doctor did not consider the event was serious or life threatening to the patient.